Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device¿s thread broke when taking the suture out of the package. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the open samples noted fragments of sutures and one needle. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. The visual inspection and functional evaluation of the sealed sample had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.